Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein band ligation procedure performed on (B)(6) 2020. According to the complaint, prior to the procedure, the first and second band were successfully deployed. Then, the device was inserted inside the patient and the third band was attempted to be deployed; however, the band remained at the tip of the ligator cap and failed to deploy. Another attempt was made to deploy the band, but the same issue occurred. Reportedly, following the deployment failure, a 'secondary large tear' occurred and the physician treated the tear with a non-bsc esophageal stent to complete the procedure. Additionally, it was noted that there was no difficulty experienced upon setting up the device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein band ligation procedure performed on (B)(6), 2020. According to the complaint, prior to the procedure, the first and second band were successfully deployed. Then, the device was inserted inside the patient and the third band was attempted to be deployed; however, the band remained at the tip of the ligator cap and failed to deploy. Another attempt was made to deploy the band, but the same issue occurred. Reportedly, following the deployment failure, a 'secondary large tear' occurred and the physician treated the tear with a non-bsc esophageal stent to complete the procedure. Additionally, it was noted that there was no difficulty experienced upon setting up the device. ***additional information received on (B)(6), 2020*** it was reported that the patient was released from the intensive care unit (ICU) a few days after the implant of a full covered esophageal stent. The patient condition at the conclusion of the procedure was reported to be okay and fine.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. Block h6: patient code 1946 captures the reportable event of laceration. Patient code 3191 captures the reportable event of additional intervention. Device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: b5